Manufacturer narrative:
(B)(4). Returned for investigation was a battery. The sample was returned in a brown cardboard box with protective shipping packaging. Visual inspection of the battery was performed and no abnormali-ty was noted. The battery was installed into a known good ac3 for functional testing. The iabp powered up successfully with no alarm, all voltages were present (+5v, +12v and -12v) and with-in specifications. The battery load test was performed. The iabp was run on battery until the iabp shut down. The battery was then left to charge in the iabp for over 9 hours. The full charge of bat-tery was 12.8 volts. Pumping was initiated. The iabp gave a proper alarm when disconnected from the ac power. The iabp alarmed "less than 20 minutes remaining" after approximately 10 minutes when running on battery power. Within 1 minute of the 20 minute alarm, the iabp alarmed "less than 10 minutes remaining" and "less than 5 minutes remaining" then immediate-ly shut off. The total battery runtime was approximately 11 minutes. Note: per operator's manual ""the battery should be maintained at full charge whenever possible. Arrow international recom-mends that the iabp must be kept plugged into a proper ac receptacle whenever possible includ-ing time when the unit is in storage or not in use. The power indicator will illuminate when ac power is present. The batteries should not be stored in a discharged state. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "battery isn't holding charge properly" is confirmed. The returned battery failed the battery load test. During the complaint investigation, the pump shut off after approximately 11 minutes when operating on battery power after a full charge. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the short battery run time. A defin-itive root cause could not be determined but a potential cause of the short battery life is a result of battery maintenance. No further action required at this time. This will be monitored for any developing trends. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power.

Event description:
It was reported that "unit had turned off while in use. Battery isn't holding charge properly". Additional information states that the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "unit had turned off while in use. Battery isn't holding charge properly". Additional information states that the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".